Event description:
It was reported that the patient underwent a plif at l4-l5. The patient had extremely sclerotic hard bone and the surgeon required a mallet to advance the probe by hammering it in the l5 pedicle, the second pedicle to be cannulated during the procedure. Upon removal of the probe, the tip broke off and remained in the patient's pedicle. The surgeon used a burr and cockers to remove it without problem and continued to use a regular pedicle probe for the duration of the procedure.

Manufacturer narrative:
(B)(4). Evaluation of the returned device visually confirmed approximately 15mm of the instrument tip has been broken off. The remaining portion of the shaft tip is twisted, consistent with torsional overload. Optical review of the fracture surface reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.